Manufacturer narrative:
Corrected data: section a1:patient identifier: (B)(6). Section a2 :date of birth: (B)(6) 1960. Section a3 :gender : male. Section a4 unknown, asked but not provided. Section a5: ethnicity: not hispanic , asian. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2023. Section d6a: if implanted; give date: (B)(6) 2023. Section d6b: if explanted; give date: (B)(6) 2023. Section h6: medical device problem code:1670 - use of device problem :no longer applicable based available information. Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 01-aug -2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received cut in half. No additional defects were observed before and after cleaning the lens. Based on the return condition of the lens no further evaluation could be performed. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon had put symphony lens week ago. Reportedly even though there was a rent in the posterior capsule surgeon thought he would give it a try. However, it was decentered hence the lens was explanted in secondary surgical procedure. No further information was provided.